Manufacturer narrative:
D10 concomitant products: 173024 173024 endo stitch 0 grn 120 surgidac - (lot#j5b1869y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic paraesophageal hernia repair, while suturing and tying the knots with the endostitch suture, it was fraying, and the suture popped off the needle with hardly any pressure or force. The same issue occurred on a total of 12 sutures from the same batch and one suture from a different batch number. The surgeon opened more sutures from a different batch number to resolve the issue. There was no patient injury.